Manufacturer narrative:
Device evaluation: underweight and broken shell. A microscopic analysis was performed which identify, sharp edge and with non-penetrating nicks, assessed as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks, due to surgical impact. Non-penetrating nicks.

Event description:
Sales representative reported, right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported right side "rupture". Device has been explanted.